Event description:
Boston scientific received information that this lead was exhibiting pacing impedance measurements greater than 2000 ohms and decreased sensing measurements. Additionally, there was some intermittent noise observed. A lead revision will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently returned for testing and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing confirmed a fracture on the cathode (inner) conductor coil 33mm from the tip's severed end (approximately 146mm from the terminal pin). It appears that the fracture was just distal of the suture sleeve tie down area. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
-----

Manufacturer narrative:
-----

Manufacturer narrative:
A revision procedure was performed and the lead was successfully removed from service. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
According to our resources, the lead remains actively implanted at this time. No other adverse events have been reported. This product issue will be updated if additional information is received.